Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter valve replacement procedure with a sapien 3 ultra resilia valve (unknown size and position), some resistance was felt during insertion of the commander delivery system through the 14fr esheath+ and the valve exited the esheath+ tip. After the valve was successfully implanted, it was noted that the tip of the withdrawn esheath+ was torn; it was perceived that the damage occurred when the valve was reaching the tip of the esheath+ during its insertion. The patient did not suffer any vascular injury or other complications and was noted to be in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The provided device imagery revealed the distal tip of the esheath+ was torn radially. In addition, intraprocedural imagery showed resistance while passing the valve through the esheath" distal tip. The device was returned for evaluation and the following pre-decontamination observations were made: 14fr esheath+ received with introducer fully inserted, liner fully expanded, distal tip opened but torn, and high-density polyethylene (hdpe) material stretching present at score lines location. In this case, the complaints of sheath distal tip torn and difficulty advancing through sheath were confirmed based on the provided imagery and evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factor, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement; it was reported that calcification and moderate tortuosity were present at the access vessels. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.